Event description:
The customer reported being at a cardiac center and was experiencing some low blood glucose. Initially the customer requested assistance with resuming the insulin pump as the device was in suspend mode. The customer stated that she missed a bolus alarm. The customer stated that she had a temp basal running and while attempting to check the call was disconnected. Attempted to call the customer back with no results. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.